Event description:
It was reported that the patient with this right ventricular lead stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range pace impedance measurements were observed on the right ventricular channel. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular lead stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range pace impedance measurements were observed on the right ventricular channel. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported. Additional information was received detailing that this device was explanted without an allegation. This lead was returned to boston scientific for analysis.